Event description:
In (B)(6), I reported to dexcom that I had a problem with my dexcom transmitter and receiver. I am diabetic. My blood sugar was extremely low and I had trouble walking. The dexcom did not alarm as it should have. I had to treat my low blood sugar. About 1/2 hour later, it finally alerted me that I had low blood sugar, but I had already treated it. I also told them that my alert signals that the dexcom could play would only vibrate. I tried every loud sounding option, but it would only vibrate. I called dexcom and they said they were going to report this to the FDA. I am not sure if you received this complaint from them. They told me that I needed a new transmitter/receiver. However, after looking up my information, they told me that I had to go through the (B)(6). So I called the (B)(6). They told me that was not true. They said dexcom should replace it. They put me on hold for 1/2 hour, but I had to go back to work. I am not sure why they could not work this out without me. Dexcom and (B)(6) should have decided who would be sending me a new transmitter/receiver. This past (B)(6), I got extremely low at 3 am. I did not hear it because it only vibrated. My friend was with me and idd not hear it either. I tried to get up and fell and hit my head. At 7:15 am, my friend noticed that I was not waking up and there was something wrong. He poured 3 packs of sugar under my tongue. I finally started coming around and my blood sugar was 29. This means I was less than this for over 4 hours and I was not alerted because of a malfunctioning dexcom that should have been replaced. I could have died without my friend finding me like this. I also have a black eye from falling when I tried to get up.